Manufacturer narrative:
B5-additional information: per reporter the lens that was explanted was implanted by another surgeon approximately 15 years ago. The patient is an older patient with high myopia which are risk factors for cataract formation. He is unable to say with certainty that the icl contributed to the cataract formation. Claim# (B)(4).

Manufacturer narrative:
Patient identifier-unk. Date of event-unk. Device manufacture date -unk. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was explanted from the eye in order to perform cataract surgery. Attempts to obtain additional information have not been successful.